Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device investigated by service engineer that found: h1004c5210500 - head cap -problem. H1004c5210150-cartridge- problem. H1004e2750210 -motor assembly- problem. Under warranty invoice no. 434 dated 10-09-2022. Problem investigation- cartridge rotation having problem, head cap is weak, motor assy. Body broken- replaced cartridge, head cap, motor assy.

Event description:
In this event it is reported that a x-smart w/contra angle eur stopped during use/had resistance during rotation. No injury.